Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 3 false positive flu results on 1 highly symptomatic patient. Customer states they were positive for flu a twice and positive for flu b once. Customer states they were negative for flu by pcr. Report 3 of 3 (flu b)